Event description:
Femoral nail was implanted for treatment of a pathological subtrochanteric fracture. The nail broke at the static hole in the proximal end. The nail was removed at the end of december, 1997.

Manufacturer narrative:
A2,a3,a4,d4,d2,d6,d7,d8 - this info was provided in response to letter and questionnaire. G1,h4 - this info was determined by the product info received in response to letter and questionnaire. H3, h6 - an evaluation was performed based on x-rays provided by the health professional. The acutal device was not returned for evaluation, therefore, no conclusions could be drawn.